Event description:
It was reported that the artificial urinary sphincter (aus) device may be revised because the patient experienced "difficulty urinating due to urinary retention" in (B)(6) 2020. A "foley catheter was urgently inserted at (B)(6) hospital. When the patient came to the hospital on (B)(6) 2020, functional check of artificial urethral sphincter was performed using an endoscope. If not manipulated normally, it may be removed at another hospital." When the patient was seen in the doctor's office "no treatment was performed since the patient was able to urinate without problems." The doctor "commented that the cause of the urinary retention was due to the inability to operate normally due to the mental condition of the patient at that time." No further treatments or interventions have been planned.

Manufacturer narrative:
Additional information provided in: b5.

Event description:
It was reported that the artificial urinary sphincter (aus) device may be revised because the patient experienced "difficulty urinating due to urinary retention" in (B)(6) 2020. A "foley catheter was urgently inserted at (B)(6) hospital. When the patient came to the hospital on (B)(6), functional check of artificial urethral sphincter was performed using an endoscope. If not manipulated normally, it may be removed at another hospital."